Event description:
It was reported that during procedure the console displayed error code 282. The procedure was cancelled/rescheduled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Based on technical analysis of the reported event, error code 282 indicates that the main control board did not receive pyro data for a certain laser pulse. It leads to the system stopping lasing and giving a pop-up message. This is caused due to the pyro data message not being received during lasing process handling. This message was overrun by chiller periodic monitoring message which was received at the same time. A synchronization issue caused an overrun and dropping of the pyro data message. To avoid task switching during pyro data message handling, a mutex will be added to the pyro data messages transmission, so that the message handling will not be interrupted until completion. This software change is not deemed to functionally impact the product performance and patient safety but is being made to improve the service and user experience and bring the system back into specification. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during procedure the console displayed error code 282. The procedure was cancelled/rescheduled. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.